Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the patient had a dislocation. The patient underwent the first revision surgery and a pressure point of the neck of the femoral stem was noted on one of the edges of the acetabulum. It is believed that the polyethylene was worn and the head came out. In that first review surgery, the surgeon removed part of the polythene and had to cut in half the remained part of polyethylene, raised the head and placed a new constricted insert. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a dislocation. The patient underwent the first revision surgery and a pressure point of the neck of the femoral stem was noted on one of the edges of the acetabulum. It is believed that the polyethylene was worn and the head came out. In that first review surgery, the surgeon removed part of the polythene and had to cut in half the remained part of polyethylene, raised the head and placed a new constricted insert.